Event description:
Cardiac intervention procedure: a medtronic euphora semicompliant balloon catheter was used on a pt. During the preparation phase of the case, the technologist removed the wire at the balloon end of the catheter. The protective sheath covering the balloon stayed in place on the catheter. The catheter was inserted into the groin of the pt, maneuvered to the coronary vessels, where the protective sheath/covering came off in the pt. The outer diameter of the protective sheath needs to be larger to prevent it from being able to enter the introducer/sheath in the pt¿s groin.